Manufacturer narrative:
The field service engineer checked the analyzer. He found not all disk positions were fitted with the required adaptors. The customer performed patient correlations and repeated a proficiency sample with acceptable results. The investigation did not identify a product problem.  The cause of the event could not be determined.  The analyzer alarm trace contained several alarms related to sample aspiration issues.

Event description:
There was an allegation of a questionable hcg stat elecsys cobas e100 v3 result from the cobas e411 disk analyzer. The initial result was 21.30 mui/ml with a data flag and was reported outside of the laboratory. On (B)(6) 2021, the repeat result was < 0.500 mui/ml with a data flag multiple times. On (B)(6) 2021, a new sample was drawn and the result was <0.500 mui/ml with a data flag. The re-drawn sample was tested at another laboratory and the result was <0.500 mui/ml with a data flag. The re-drawn sample was tested on the original analyzer and the result was <0.500 mui/ml with a data flag. The reagent lot number was 52806501 with an expiration date of 30-jun-2022.